Event description:
It was reported that during a laparoscopic cholecystectomy the device failed to advance the clips. A second device was used and the clips failed to close properly. A third device was used to complete the case. Procedure was delayed by 20 minutes. There was no pt consequence.